Event description:
Signs/symptoms/diseases being reported: increased laxity. Possibly due to ruptured or alternated posterior cruciate ligament. Unable to reproduce mechanical symptoms. Resolution of event: resolved as of (B)(6) 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.